Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On the morning of the event the patient experienced low blood glucose symptoms and dizziness. It was reported the patient received the following results within 15 minutes: 9.7 mmol/l (mobile) and 3.4 mmol/l (performa). The caller felt the reading of 3.4 mmol/l was correct and based on the low result, the brother treated the customer with something to eat. The customer's current condition is stable. No hospitalization was required.